Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Correction number: 2531779-03/24/2010/003-r.

Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of her daughter (the patient) alleging that the pump was not recognizing a new cartridge. The reporter claimed that after changing the pump's battery, she was able to perform the rewind step. However, the reporter claimed that she could not perform the load step since the pump was giving a no cartridge detected alarm. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury. The alleged issue was not resolved with troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump was not detecting a cartridge. However, there is no evidence that the device contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, or treatment that meet animas' criteria for a serious injury.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: no evidence of no cartridge detected warnings was observed in the pump's black box. A load step malfunction was duplicated during the investigation. A force sensor calibration check failed. The force sensor removed and the resistance value was found to be out of specifications. Contamination was found on the force sensor plate. The display screen was dim and discolored. The battery cap slot was damaged and difficult to remove.